Event description:
On 30jun2025, quality received a customer complaint notification. The customer stated: "we are having some issues with this specific instrument. We have broken probably 4 of them so far, when put under even slight pressure. One of the ends completely snapped off during a surgery today while trying to grab hold of the femoral neck as you can see in the picture I've attached. No patient injuries were had."